Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 26-jul-2024, reported that patient faced infusion set tubing leakage at the site. Infusion set has been used for 4 hours. No further information available.